Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary retention and fecal. It was reported that the patient¿s device had turned off on them several times. If they turned it up, they could feel the stimulation more in the urinary area compared to the fecal area. They also felt pain when they turned it up to 1.9, but had turned it back down. They hadn't had any stool since the surgery, but did notice an improvement in their urinary symptoms. They were going to follow-up with a healthcare professional (hcp) to discuss symptoms and make an appointment with a manufacturer representative (rep) for patient programmer (pp) training. It was noted that the patient was implanted on (B)(6) 2017. The device had turned itself off on (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient contacted a rep for evaluation. The cause of the device shutting off by itself was unknown.